Event description:
It was reported that the customer opened the package of the product and found that the stent was broken and did not continue to be used, and the operation continued after replaced with the new product. At present, the guidewire on the hospital stent was removed, and there was no clinical feedback on why the guidewire was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown due to fair-03-0032. Visual evaluation noted received 1 ureteral stent in opened packaging with the stent broken into two pieces in the in the middle of the stent. Sample was sent to supplier however per supplier memo "further investigation was deemed unnecessary for this complaint as the stent breakage aligns with previously known and characterized failure mode that has already been thoroughly analyzed. The type of and location of the defect are consistent with earlier cases, and no new variables or unexpected patterns have been observed." No actions can be taken at this time since a root cause was not identified. Per the outcome of this fair, a DHR review is not required, as the information needed to investigate the issue is already determined without reviewing the DHR. The instructions for use were found adequate and state the following: avoid improper handling of stent such as bending, kinking, tearing etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer opened the package of the product and found that the stent was broken and did not continue to be used, and the operation continued after replaced with the new product. At present, the guidewire on the hospital stent was removed, and there was no clinical feedback on why the guidewire was removed.